Manufacturer narrative:
Failure analysis noted that the pump was passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. Analysis was unable to complete testing including occlusion test, prime/ compromised force sensor test, and excessive no delivery alarm test due to motor error alarm. The pump was received with a cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, damage, and motor position encoder error alarm. The blood glucose at the time of the incident was 66 mg/dl. The customer treated for the low blood glucose level with glucose tabs. The customer states the insulin pump has been dropped and there is a crack on the screen. The customer states the pump was exposed to a high magnetic field, during airport x-ray. The customer states she is unable to rewind the pump. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.